Manufacturer narrative:
The returned sleeve was evaluated. The flange was found fractured, possibly due to incorrect attachment with the mating pedicle screw allowing an off-axis force to be applied to the device. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that a closure top became damaged within the extender sleeve. Evaluation by the manufacturer found that a flange on the extender sleeve had fractured and may have contributed to the damaged closure top. There was no report of patient injury associated with this event.